Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Client was being wheeled around and front fork collapsed. Did not hit a pothole or hit anything.